Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: united kingdom. During a total hip replacement surgery the end broke off the device. There was no harm to the patient and a one minute delay in surgery.

Manufacturer narrative:
The device was not returned for evaluation. Determining a root cause of the failure is not possible. An investigation is not possible. A review of the device quality and manufacturing history records was not possible because lot number is unknown. A CAPA is not possible.